Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not maintain a charge on the provided inductive charging pad, as indicated by the charging pad light not remaining solid and the ilet not consistently displaying charging status. Symptoms included no adverse clinical effects, with blood glucose reported at 115 mg/dl. Outcomes included the need for troubleshooting and the shipment of a replacement charging pad and wall adapter. Investigation included technical support troubleshooting steps such as verifying correct accessories, reconnecting power, confirming device orientation without the clip, testing alternate outlets, assessing charging pad indicator behavior, and removing potential sources of magnetic interference. Investigation of this case revealed that the charging pad and/or wall adapter was the cause of the inability to charge. It was concluded that replacement accessories were required and provided, and user education was completed.